Event description:
It was reported to boston scientific corporation that an uphold vaginal support system (MFR report #3005099803-2013-13205) and an advantage transvaginal mid-urethral sling (MFR report #3005099803-2013-13128) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient suffered injuries but does not relay any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system (MFR report #3005099803-2013-13205) and an advantage® transvaginal mid-urethral sling (MFR report #3005099803-2013-13128) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient suffered injuries but does not relay any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).